Event description:
Customer reported an under infusion of taxotere. Drug infusing at a rate of 289ml/hr with a volume to be infused of 289 ml. After one hour, there was a residual of 40ml not infused. No patient harm; no medical intervention reported. Event time unavailable. No other clinical or patient information provided. Requested return of device. If device received, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). This report was filed by the manufacturer.